Manufacturer narrative:
(B)(4). Batch # r58t0w. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with a gst60d partially fired 1/16 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested but unavailable: can you please explain more how the jaws did not line up? Did the jaws of the device appear damaged?

Event description:
It was reported that the device was found on a shelf in the materials office with a note that read "jaws did not line up, can¿t close jaws". No additional information is known. A 60mm gold reload is in the jaws and appears to be partially fired. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.